Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that no audio alerts on the g6 app was reported. No additional patient or event information is available. Data was provided for evaluation. The confirmation of the problem was confirmed via data. A root cause cannot be determined.